Manufacturer narrative:
This foreign report is being submitted on 26-feb-2016 for a device product that is considered same/similar to a us marketed device (compeed blister cushions assorted 5ct). This closes out this report unless additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2016 from a consumer reporting on a male partner (age unspecified) from the (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using compeed general for blister, (route cutaneous, lot number, expiration date, frequency unspecified). After an unspecified duration, the consumer indicated that the device did not allow air to get into the blister, which he felt allowed toxins to release in to the body. After an unspecified duration on saturday, (B)(6) 2016, he developed septic shock. On the same day, a physician was consulted and the consumer was hospitalized for two days. He was advised to rest for one week. The action taken with the device and outcome of the event were unknown. No investigation can be performed as the lot number was not provided. The complaint was closed with a not confirmed status. This report was assessed as serious (hospitalization). The company causality was assessed as related.